Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump alarmed for power error detected and change battery without low battery alarm. Customer¿s blood glucose was 17.8mmol/l at time of incident. Customer performed troubleshoot but did not resolve the issue. Customer called back as issue persist again. Insulin pump will not be return for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump error 25 due to j6 connector resistance issue.